Event description:
Report #1 of 2 received of "free flow" of heparinized saline solution. It was reported that the pt was transferred from the operating room ICU with a transducer kit connected to the pulmonary artery catheter. The concentration of the flush solution was one liter of normal saline with 2,000 units of heparin. Between the hours of 12 p.m and 6 a.m., the pulmonary artery waveform was present. It was reported that at 7 a.m., during change of shift report, the nurse discovered that the pulmonary artery waveform was absent and presented itself as a flatline on the monitor. In the attempt to troubleshoot, it was discovered that the flush solution bag was empty. The nurse connected another flush solution bag to the transducer line and it reportedly started "free flow." The roller clamp was immediately turned off to stop the flow and the transducer kit was exchanged for another one. There were no reported adverse pt effects. No medical interventions were required.